Manufacturer narrative:
Examination of the submitted device confirmed the post is broken. With the information provided a root cause cannot be determined and the need for corrective action was not indicated. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The lug on the posterior augment that snaps into the femoral trial broke off during the trailing process.